Manufacturer narrative:
(B)(4). The device (forceps cev130 bipolar jaws 3mm 350mm) was returned for evaluation. The coating of the electrode is damaged and has some traces of impact. The electrode short circuited and there were some residues of blood/tissues on the top of the electrode. The heat generation reported during this event is probably the consequence of an electric arc inside the electrode. All of the following reasons most likely contributed to the reported event: -the age of instrument (8 years) -the absence of repair/maintenance records -the traces of abrasion and the presence of residues note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in france. This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).

Event description:
It was reported that during a gynecologic laparoscopy with normal use and without excessive constraint, the handle on the device (forceps cev130 bipolar jaws 3mm 350mm) became abnormally hot and exhibited burning on the handle and the tube. There was no reported patient impact.